Manufacturer narrative:
Batch review performed on 18-aug-2023: lot 2247391: (B)(4) items manufactured and released on 16-feb-2023. Expiration date: 2028-01-26. No anomalies found related to the problem. To date, 8 items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 1 month from the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.